Event description:
Had essure done almost 5 years ago, have had so many problems, hot flashes, night sweats, hormone problems, cramping a lot, bowel movements make me light headed and nauseous and I get dizzy, pelvic pain, fatigue.